Event description:
It was reported the patient presented for post-implant checks. Upon interrogation, it was discovered the atrial lead was inappropriately pacing the right ventricle. An x-ray showed the atrial lead had dislodged into the right ventricle. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the surgery.

Manufacturer narrative:
The reported events of dislodgement and inappropriate capture were not confirmed. A complete lead was returned in one piece for analysis. Visual, helix, and electrical testing was normal with no anomalies found.